Event description:
After insertion, the guidewire could not be removed from the catheter. The catheter tracked over the wire fine, but it could not be removed. The entire device was removed and another catheter was inserted. There were no pt complications.

Manufacturer narrative:
Co's evaluation found that the wire guide had unravelled and was wedged in the catheter lumen. There was no indication of any material or mfg deficieny.